Manufacturer narrative:
According to the facility, on (B)(6) 2025, "during a procedure, a hank dilator from jarit hank dilator 15/16 fr size was being used. They opened an another set which had the medline hank dilator 15/16 fr size to use and tore the cervix due to the sizing not matching to the other." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, "during a procedure, a hank dilator from jarit hank dilator 15/16 fr size was being used. They opened another set which had the medline hank dilator 15/16 fr size to use and tore the cervix due to the sizing not matching to the other."